Manufacturer narrative:
E.4. The initial reporter also notified the FDA on 28-mar-2024. Medwatch report is (mw5153416). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#:382523. Batch#: 3342337. It was reported that the bd insyte autoguard catheter tip was frayed. The following information was provided by the initial reporter: it was reported by the customer that it was found that 20g and 22g IV catheters had the plastic sheath portion of the catheter (part that goes into the patient) was frayed or split. Other unused product was inspected and some were found to be frayed. Reference report #mw515341 verbatim: rcc received a complaint via email. The catheter would flash blood but would not draw. Upon inspection it was found that 20g and 22g IV catheters had the plastic sheath portion of the catheter (part that goes into the patient) was frayed or split. Other unused product was inspected and some were found to be frayed. Reference report #mw515341

Manufacturer narrative:
Correction: initial reporter occupation corrected based on medwatch. Additional information: initial report facility name retrieved when follow up was conducted. Customer medwatch number also added to related report number grid. Details added to b. Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 3342337. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information from customer: there was no adverse effect on either patient/clinician.